Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and a high voltage output transistor was found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The cause of the field event was due to a lead anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an alert for possible hv circuit failure and out of range impedance was observed. The device failed to deliver therapy. The device was explanted and replaced. There were no adverse consequences and the patient was well after the event.